Manufacturer narrative:
Two events occur on one unit which has been returned to the manufacturer for evaluation. Results will be submitted on MDR number: 3006260740-2019-03009. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number ((B)(4)) have been reported from the same facility.

Event description:
On two occasions, the machine has died when the power cord is removed from the wall. The next time it happened, there was 42% left on the battery. When the power cord was plugged in, the machine could be restarted. The report is for the second event reported.